Event description:
It was reported that the patient was monitored remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise oversensing, which resulted in inappropriate mode switching. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.